Manufacturer narrative:
Outcome of investigation is pending. A final report will be submitted upon completion.

Event description:
A patient was using a rowalker 400 during physical therapy. When the individual turned to sit on the bed, they scraped their stomach on the seat support. A bandaid was place on the scrape by a nurse. No hospitalization was required.